Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b non-applicator tampons vaginally for menstruation (frequency, lot number and expiration date unspecified). Over the past few years, she noticed that the tampon has gotten fibrous and reported that little fibers of tampon came off from inside of her genital area. Action taken with the device and outcome of the event were unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Lot number was not provided and sample has not been received as of (B)(6) 2013. A review of the trending data revealed no unfavorable trends. A review of product related issue revealed no changes related to the complaint. Based on the investigation results, due to lack of a complaint sample and the absence of trends, no assignable cause was identified. Disposition was undetermined. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b non-applicator tampons vaginally for menstruation (frequency, lot number and expiration date unspecified). Over the past few years, she noticed that the tampon has gotten fibrous and reported that little fibers of tampon came off from inside of her genital area. Action taken with the device and outcome of the event were unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states.